Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patient had lost a lot of weight and the location of the original pocket site was uncomfortable. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.